Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a low blood glucose event with a nadir of 50 mg/dl after waking and subsequently consumed coffee and oatmeal without a meal announcement, which increased glucose levels; the user also inquired about supply changes and confirmed understanding of cartridge-only replacement steps. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient glucose levels outside the target range for about 30 minutes without the need for backup therapy, ketone testing, professional medical intervention, or assistance. Investigation included customer education and troubleshooting regarding meal announcements and device behavior during downward glucose trends, including the automatic suspension of insulin delivery. Investigation of this case revealed no device malfunction, with device performance consistent with design features that suspend insulin when glucose is trending down and with glycemic excursions attributable to a missed meal announcement following treatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that user-related factors, including a missed meal announcement, were the most probable cause.